Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently not available. Associated medwatch: 1221934-2017-10426, 1221934-2017-10428, 1221934-2017-10429.

Event description:
The customer reported via phone that 4 of the customer's gravity tube sets were leaking during an unknown case. The case was completed with the devices there were no patient consequences or delays. The devices are being returned. Additional information: the leak occurred on both sides of the ball.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual inspection revealed that the fittings are not secured into the bulb. The devices were and tested. The fittings in the ends of the bulbs where not glued properly per the drawing and could be slid into and out of the bulb. This would allow the saline solution to leak from the bulb when it was squeezed. This compliant can be confirmed. The issue is being investigated under CAPA-(B)(4) and it has been determined that this issue is systemic across all lots. Corrective actions and next steps are documented within this CAPA. A review into the depuy synthes mitek complaints system revealed two similar and one dis-similar complaints for this lot of 72 cases that were released to distribution. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch: 1221934-2017-10426, 1221934-2017-10427, 1221934-2017-10428, 1221934-2017-10429.